Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The ventilator was powered on with a known good ac adapter, and the ventilator would power on and immediately reset. Bench testing revealed the connector of the main flex circuit assembly was defective. Vyaire medical replaced the main flex assembly to address the customer's reported issue.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator kept rebooting. There was no report of any patient involvement associated with this reported event.